Manufacturer narrative:
H6: investigation summary. The complaint of false positive results with the bd sars-cov-2 assay was reported against the max instrument catalog number 441916, serial number (B)(6) . The complaint is not confirmed. Bd max (B)(6) was deinstalled on november 26th. The customer is now using bd max ct1936. Follow up was done with the customer to confirm their rate of false positive results has decreased since they started using the new version of the sars-cov-2 assay. The root cause is unknown. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. The instrument met all acceptance criteria prior to release from manufacturing. No parts or materials were returned as a part of this complaint investigation. No new risks, trends, or hazards were identified based on this investigation. CAPA 1632720 has been initiated.

Event description:
It was reported that while using the bd instrument max clinical, with bd sars-cov-2 reagents for bd max¿ system, false positive results with atypical pcr curves were obtained by the laboratory personnel. Upon repeat the samples were negative. Erroneous results were not reported, and there was no report of patient impact.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd instrument max clinical, with bd sars-cov-2 reagents for bd max¿ system, false positive results with atypical pcr curves were obtained by the laboratory personnel. Upon repeat the samples were negative. Erroneous results were not reported, and there was no report of patient impact.